Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose recurring events. Customer's blood glucose at time of incident was 112 mg/dl. Customer was unable to complete troubleshooting because heating and cooling tech was at her home. Customer will call back. The customer reported via phone call indicating that she had site issue/blood issue. Customer's blood glucose at time of incident was 110 mg/dl. Customer is not visible on the sensor connector. The customer already removed the sensor and advised to change the sensor. The customer was advised to insert in a different location and monitor site. The customer was advised the sensor would be replaced.